Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. They tested the insulin pump and there were no drops from the bolus. They changed the reservoir and tubing and re-ran 5 units of insulin but no drops were coming down. There were no alarms on the insulin pump. The customer's blood glucose level during the incident was 490 mg/dl. The customer's current blood glucose level was 548 mg/dl. The customer had symptoms such as thirst, nausea, muscle pain, and difficulty breathing. The customer treated their high blood glucose with manual injections. Troubleshooting was performed and insulin was able to exit without incident. The insulin passed the no delivery test. The customer was advised to monitor their blood glucose. The device will not return for analysis.